Manufacturer narrative:
The voluntary report does not identify the name or the contact information of the patient or the doctor. Therefore, the respective device could not be identified or investigated and a root cause evaluation is not possible. There is no indication that any malfunction occurred during the visumax procedure which could explain the mentioned side effects.

Event description:
A voluntary report (mw5155785) was submitted to the FDA by a patient in the us on june 4th, 2024, through the FDA's medwatch program. The patient reported: "I had relex smile surgery done on my left eye and lasik surgery done on my right eye. I've had constant eye pain in my left eye, feeling of throbbing, straining that then radiates across the left side of my face. I've used eye drops consistently for months with no changes. Additionally, I have severe glare and severe halos at night making driving difficult and scary. The negative outcome of the surgery has lead me to a deep depression, thoughts of suicide and incredible strain on my life making it near impossible to do daily activities. My surgeon has done little to nothing to help find solutions leaving me to live in agony."